Manufacturer narrative:
Mallinckrodt field service engineer (fse) investigated report from mallinckrodt applications that during applications training, the table would seemingly reboot on its own and become stuck, with the message `initializing' shown on the tube shroud display. Fse could not duplicate the issue, but replaced the +5, + 12, -12v power supply, the 24v power supply and the table cpu. Fse then verified proper operation according to ddis system service checklist qssrwi4.3 and returned unit to the customer for use.

Event description:
Mallinckrodt applications specialist reports via phone that during ureteral stone laser procedure, on a female patient (age unknown), the table movement failed. Staff moved the patient to another room where the procedure was completed without further incident. No reported injury.